Event description:
During a ptca treatment procedure, the quantum maverick monorail 15/2.5 mm balloon ruptured at 12 atms on the second inflation. (The number of atms reached on the initial inflation was 8 atms.) The lesion being treated was a non-calcified, 90% stenotic lesion in the proximal left circumflex (lcx) coronary artery. The physician used and unspecified introducer sheath for vascular access and a choice guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported.